Event description:
The device was returned to the manufacturer for customer allegation that the device turns itself on and off. There was no harm or injury reported. During the evaluation of the device fault not confirmed unit does not turn itself on and off. Unit does, however, have a faulty blower which is making an excessive whistling noise. When in inspected the blower assembly seems to of degraded internally spitting out black debris. The unit also has multiple error code 30, which supports the blower fault. The device was scrapped.